Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed code 1005 upon interrogation due to shock lead impedance (sli) high, out-of-range. The value was greater than 145 ohms. The patient had received an inappropriate shock for atrial flutter. Technical services recommended considering lead and/or ICD replacement. The ICD was approaching end-of-life and it was planned to exchange the ICD at the same time as the lead. At this time, the ICD and right ventricular lead remain in service and no additional adverse patient effects were reported.